Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer¿s blood glucose level was over 600 mg/dl, they "could not speak or form words", and required assistance from family member with walking, sitting, and standing. Customer administered a bolus via the pump to address the issue and went to the emergency room with ketones identified as life-threatening by a healthcare provider; amount was not known, via ambulance. Customer was treated with intravenous fluids of saline and insulin and was discharged 3 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.